Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, diopter -5.50 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. The patient experiences low vault, refractive surprise, and residual myopia. As of the date of MDR reporting the lens remains implanted.